Event description:
Per the clinic, the patient developed granulation tissue and wound discharge on (b)(6) 2026, which was treated with a topical antibiotic (specific duration not reported). The patient subsequently underwent wound debridement washout, and scalp protection flap coverage for a post-auricular wound breakdown on (b)(6) 2026. The patient also experienced an inflamed flap, swollen granulation tissue surrounding the implant and purulent discharge from a site distant to the flap that persisted despite 4 days of intravenous antibiotics (specific date not reported). The patient was prescribed with oral antibiotic on (b)(6) 2026. However, the issue did not resolve resulting the decision to explant the device. The device was explanted on (b)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device Analysis Report attached.